Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Resistance a definitive cause for the reported observation could not be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. Prior to distribution, all captura serrated large forceps - spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an upper endoscopy procedure, the physician used a cook captura serrated large forcep-spike. Biopsies were taken in the greater curve of the stomach for h. Pylori. The first bite taken resulted in excessive bleeding that lasted for about 4 minutes. Three more biopsies were taken with the cook captura serrated large forcep-spike, then two biopsies were taken with another manufacturer's forceps. The physician made a particular effort to take a biopsy with the other manufacturer's forceps close to the biopsy site with excessive bleeding [site of first biopsy] and slightly proximal to recreate the first biopsy with as much accuracy as possible. This attempt produced very little bleeding in comparison with the first biopsy. The procedure was completed with another manufacturer's device. After a total of 6 biopsies, a clip was opened to treat the excessive bleeding from the first biopsy site, but before the clip was introduced in the endoscope the bleeding subsided and no additional treatment was given. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.